Event description:
The patient reported that the up arrow keypad button was sticking and had a delayed response a month ago. The patient also stated that she wears the pump in a pocket and uses a damp cloth to clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be torn around the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow button was unresponsive to button presses on the keypad. There was evidence of keypad contamination found under the up arrow key contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.